Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an introducer needle attached to a raulerson syringe. Microscopic examination of the needle hub revealed two cracks. One of the cracks intersected the opening of the hub. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Since the needle hub is a purchased component, further investigation has been initiated with the supplier.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ER, the md at ane noticed a crack on the introducer needle hub making it impossible to use. As a result, a new kit was opened and used without issue to successfully complete the procedure.